Event description:
The device was in a power-on-reset condition and displayed a "call your doctor" icon. The pt had lost her programmer and thus was referred to her physician to have the condition cleared. Further info is being requested at this time.

Manufacturer narrative:
(B)(4).